Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The evaluation confirmed the reported "undetected downstream occlusion", caused by a failed downstream sensor. The downstream sensor was replaced.

Event description:
It was reported that a device did not detect a downstream occlusion. It was also reported that there was no patient involvement.